Event description:
It was reported that during a laparoscopic appendectomy procedure. The device did not staple. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h6: info anticipated, but unavailable at this time.